Event description:
It was reported that full revision surgery had been performed. Followup with the treating physician revealed that diagnostic testing had resulted in high lead impedance. Additionally, there had been no known trauma or manipulation to the device. Good faith attempts to obtain the explanted product for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.